Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; "tissue/ leak at the valve".

Event description:
Patient representative reported "patient said that left breast was smaller than the right, breasts were overall too large", "breasts were too far apart, she wanted her breasts to be fuller", "deflation", "tissue/ leak at the valve", "particles in valve", "pain and suffering" and "mental anguish". The following reported events have been deemed not related to the device: "bodily injury ", disability, disfigurement, and loss of the capacity for enjoyment of life, has incurred and will incur in the future expense of hospitalization, medical and nursing care and treatment, and aggravation of a previously existing condition. These losses are permanent or continuing in nature, and will also suffer in future". Affected side is left. The device has been explanted.